Event description:
It was reported that the patient presented in ER with ventricular arrhythmias. Upon interrogation, it was found that the device did not give therapies when it sensed the ventricular arrhythmias. An alert indicated high impedance and potential output circuit damage. The patient had several arrythmia episodes and was externally defibrillated. The device was found in vvi mode. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.